Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Insulin pump had a partially broken reservoir tube lip, cracked reservoir tube, broken belt clip slot, cracked case at display window corner, cracked battery tube threads and a minor scratched display window.

Event description:
Customer's daughter called to report that the customer was hospitalized due to high blood glucose levels. Customer's daughter also reported damage to the insulin pump. Customer's blood glucose levels at the time of hospitalization was 477 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer's daughter reported that the customer had an infection. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.